Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
During a trans-femoral tavr procedure on a (B)(6) male, an edwards pacing catheter was advanced via the venous system. After insertion, the catheter was tested and was found to capture and pace appropriately. Prior to the beginning of the surgery the patient was noted to have a small pericardial effusion. Per the customer¿s report: ¿perforation by the pacing catheter was suspected.¿ after valve placement, the patient¿s blood pressure decreased to 40-50mmhg. Fluids were given and a catecholamine was administered. The blood pressure increased to 100mmhg, but soon decreased again to 50-60mmhg. Echocardiography was performed and it was noted that the pericardial effusion had increased. Protamine was administered. The customer attempted pericardial drainage, but because the fluid was located in the dorsal aspect of the heart drainage could not be performed. After administration of protamine the effusion did not become any larger and the patient¿s blood pressure stabilized to 80-90mmhg. The procedure was completed and the patient was transferred to ICU in stable condition.